Manufacturer narrative:
(B)(4). Upon receipt of additional information, it was determined that this item should not have been reported under this MFR number. This report should be voided and a correct report will be filed under (B)(4).

Event description:
Upon receipt of additional information, it was determined that this item should not have been reported under this MFR number. This report should be voided and a correct report will be filed under (B)(4).

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No additional event information to report at this time.

Event description:
It was reported approximately eight years post implantation, the patient is experiencing high levels of pain and difficulty ambulating. No revision has been scheduled to date. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02763, 0001822565-2023-02765, 0001822565-2023-02766. D10: unknown stem; unknown liner; cup. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.